Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mrx display is blank at power on. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was duplicated during lab tests. The fuse f101 was found opened circuit on the returned control pca. The available information is consistent with a malfunction of the control pca. Philips cannot rule out a malfunction of the control pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.